Event description:
It was learned that a 21 mm edwards aortic valve was explanted at implant due to report of central malcoaptation of the pericardial leaflets and severe central aortic insufficiency. According to the surgeon, a 21 mm magna ease valve (subject device #1) was implanted in the patient. There appeared to be some central malcoaptation of the pericardial leaflets before the valve was even implanted but thought this would improve once the leaflets came under aortic pressure. Unfortunately the tee in the or showed moderate to severe central ai so the patient was put back on and the valve was removed and replaced with a regular perimount valve. Per the surgeon's opinion, the initial magna ease valve was incompetent immediately after implantation, necessitating a second valve implantation. After replacement with another edwards pericardial valve (device #2), the right ventricle did not work well, even after a prolonged rest on bypass so a coronary artery bypass graft (cabgx1) to the right coronary artery was done assuming the second valve (device #2) had compromised the rca orifice. The heart then worked fine, the patient did well until 6 days later when suddenly arrested and died. The sternum was reopened during the arrest and the coronary graft noted to be soft and not occluded. Per the surgeon, the arrest was likely due to ventricular fibrillation secondary to previous myocardial fibrosis and hypertrophy. Surgeon associates the event to procedural complications and to a device malfunction. The total crossclamp time was 178 minutes to complete the initial avr, replacement avr, and cabgx1. Note: a separate MDR will be submitted for device #2, serial number (B)(4).

Manufacturer narrative:
The explanted device was returned and evaluated; there is a gap in coaptation between leaflet 1 and leaflet 3, in air. Leaflet 2 resides slightly lower than leaflet 1 and leaflet 3, in air. The free edges of the leaflets appear to be translucent, indicating leaflet tissue dehydration, which may be partially attributable to the gap between the leaflets at the coaptation. The tissue dehydration presumably occurred during or after the explantation. These types of gaps in coaptation would not pass edwards¿ visual inspection. X-ray imaging reveals that the wireform and stiffener band are intact. Commissure 2 appears to be slightly deformed towards the center of the valve. This wireform distortion may contribute to the misalignment of leaflet 2. The wireform distortion most likely occurred during or after explantation. Functional testing: functional testing was performed in a pulse duplicator under normal physiological conditions; leaflet 2 is slightly lower than leaflet 1 and leaflet 3 in the fully closed position. A small central hole is present in the fully closed position. Leaflet 2 was not fully opened in a fully opened position. This may be related to the leaflet tissue dehydration, blood exposure, and subsequent storage in formalin. The unsealed total regurgitant fraction (trf) is 6.3 %, which is lower than the 10 % maximum trf allowed for this size valve per established standards. After the sewing ring and stent assembly areas were sealed with silicone gel, the trf reduced to 3.2 %, which is more than three times lower than the 10 % maximum allowed for this size valve per established standards. Review and conclusions: no echocardiography recording was provided, thus the reported aortic regurgitation and the behavior of the valve in vivo cannot be confirmed. The device history record (DHR) review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event; it is likely that this event is related to possible distortion of the valve during implantation, operational context, and technical factors. No further action is required at this time. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Report of an edwards aortic valve explant at implant (device #1) due to central regurgitation reportedly due to malcoaptation of the pericardial leaflets, which required replacement. After replacement with another edwards device (device #2), the right ventricle did not work and a CABG x1 was performed to the right coronary artery. The patient was noted to have done well until six days post surgery when she arrested and expired. The cause of death was reported as ventricular fibrillation secondary to previous myocardial fibrosis and hypertrophy. Valve explant at implant events are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. The explanted device has not been returned to edwards for evaluation; therefore, the reported leaflet malcoaptation cannot be confirmed or evaluated. Edwards valves are 100% functionally tested prior to release. The pericardial valve leaflets are also visually inspected at multiple steps of the manufacturing process. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Therefore, per the provided information and edwards investigation, a definite root cause cannot be determined at this time. However, there is no information to suggest an edwards device quality deficiency that may have caused or contributed to this event. Note: this MDR corresponds to the first device (device #1) explant at implant; a separate MDR will be submitted for device #2, serial number (B)(4), which remained implanted until the patient's expiration.